Event description:
Case was performed on (B)(6) 2012. It was noticed that during the second thaw there seemed to be a lot of ice around the urethra. The urethral warmer was running at 42 degrees, and mobile. The doctor decided to leave a catheter in longer and follow up at a later date post-op. While working with the physician today (B)(6) 2012, the doctor informed me that the patient has suffered significant urethral damage, is suffering from hematuria and sloughing, and is still catheterized. I provided the number of some of endocare's proctors to consult with and the doctor is currently content to seek outside advise and proceed accordingly. Upon informing me of the situation, he and I agreed that it should be documented and reported accordingly. Neither of us can recall any specific reason for injury to have occurred and freeze times seem well within normal specifications. The temp probes appear to have been within the gland, but that would not explain the urethral damage. As of this moment, the physicians and I have no explanation for the event.

Manufacturer narrative:
System not returned. However, a service technician was sent out to inspect the unit following the report of the injury. Unit performing as intended. Concomitant procedure kit was discarded by the hospital. A device history record review for this lot of product was conducted with no issues found. Healthtronics clinical education specialist spoke with the doctor, who stated he has consulted with another doctor on the issue. The clinical education specialist provided the doctor with the contact information for another doctor should he want a second opinion.